Event description:
Reporter stated the luer of the infusion set has cracked several times over the past 6 months. This caused insulin to leak out, and the customer experienced hyperglycemia of up to 480 mg/dl as a result. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.